Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to turn off/on the bluetooth, close all applications including dexcom's, and reopen dexcom's application which was successful. Later, the patient reported a lost of connection after they updated their smart device. Dexcom representative advised patient to re-install the application and re-pair the device which was unsuccessful. Patient was unable to pair with any bluetooth device. Dexcom representative advised patient that the issue maybe with their smart device. No additional patient or event information is available.